Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced recurrent low blood glucose while using the ilet for approximately two months, with concern about the algorithm¿s performance and subsequent discontinuation approved by the healthcare provider. Symptoms included hypoglycemia with reported values in the 40s, requiring treatment with oral glucose. Outcomes included low glucose events without hospitalization. Investigation included troubleshooting and user education. Investigation of this case revealed no clear device malfunction and an undetermined cause of hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.